Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011 a (B)(6) male patient contacted zoll to report that he was not wearing the lifevest because it was irritating his skin, particularly his chest. The patient's daughter reported that the patient had an open wound and that was preventing him from wearing the device. It is unknown whether the patient required medical intervention. The clinical outcome of the wound is unknown.

Manufacturer narrative:
Device evaluation summary: electrode belt (B)(4) was not returned for the event investigation. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.